Manufacturer narrative:
Per tandem user guide: do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the customer input the incorrect carbohydrate ratio in the pump. The customer's blood glucose was 147 mg/dl. Reportedly, customer adjusted the carbohydrate ratio and continued to use the pump for insulin therapy.